Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Second instance of dehiscence reported under bsc ID# (B)(4).

Event description:
It was reported that the patient experienced a penoscrotal incision dehiscence which was closed by the doctor at his clinic. No further problems were reported at that moment. The device was later removed following a second instance of dehiscence. No further complications were reported.